Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and fecal incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient¿s tailbone had been hurting since the evaluation. Then on (B)(6) 2018 the patient pulled their leads out. It was recommended that they follow up with their healthcare provider to have the leads replaced, or to have the rest of the device removed. No further patient complications are anticipated or expected as a result of this event.